Event description:
It was reported that the pump stopped all insulin delivery. The customer had not tested her blood glucose level at the time of the report. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.